Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that one year, nine months post implant of this 31 mm transcatheter bioprosthetic aortic valve, a 34 mm valve was implanted valve-in-valve after holodiastolic estimates in the ascending aorta indicated severe paravalvular regurgitation. A transesophageal echocardiogram (tee) showed left ventricular dilation and paravalvular regurgitation (pvr) in the areas of the left coronary cusp and the non coronary cusp. Prior to the replacement procedure, the patient presented with shortness of breath (sob). No other adverse patient effects were reported.